Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reason on unknown date. A new inflatable penile prosthesis consisting of 14 cm x 9.5 mm cylinders, pump, and reservoir were implanted on a later date of (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.